Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text and data provided by the customer, a search for similar complaints, a review of labeling and service history of the instrument. Returns were not available for the investigation and no instrument troubleshooting is documented. A review of the isr04854 history log error messages at the time of the duplicate testing supports possible issues related to sample handling or integrity. A review of the service history for isr04854 found no additional reports associated with imprecision or erratic results. The architect system operations manual provides adequate information for troubleshooting erratic results and the error codes observed in the history log. There was insufficient information to reasonably suggest a malfunction. Based on the evaluation results, no product deficiency was identified for the architect i2000sr instrument.

Event description:
The customer stated that the architect analyzer (sn (B)(4)) generated discrepant patient results for the troponin assay. The customer cut-off for negative results is less than 32 ng/l. The customer provided patient data from 7 patient samples as follows, both first and second results were generated on the same analyzer. Sid: first result: second result: reported out: (B)(6), 40, 30.2, negative. (B)(6), 25.7, 38.2 38, positive. (B)(6), 41.4, 31.7 32, positive. (B)(6), 49.5, 31 56, (repeated positive on a second analyzer). (B)(6), 37.9, 14.3, negative (reaped negative on a second analyzer). (B)(6), 50.1, 30 40, positive. (B)(6), 44.8, 28.1, 49 (repeated positive on a second analyzer). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report